Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under general anesthesia on (B)(6) 2023. Additionally, fiducial markers were placed transperineally. During the hydrodissection it was noticed that the physician was not in the correct location, the saline did not behave like normally expected. It was also reported that blood was present when the physician aspirated. The physician was advised not to continue with the procedure. However, the physician re-hydrodissected in a different location and proceeded with the injection. When the injection began, it was noticed the hydrogel was in the prostate capsule, the needle location was not in the fat plane. Therefore, the procedure was aborted, not all of the hydrogel gel was injected, approximately five to ten cubic centimeters (cc) of hydrogel were injected into the prostate capsule. The patient is asymptomatic and received external beam radiation therapy (ebrt).

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.